Event description:
Additional information was received from the patient. They reported that replacing the handheld device solved the issue. The steps to resolve the shocking were unknown. They stated they don't see this coming because they had several MRI's before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stated that they just flew in yesterday from new york and noticed today that they weren't able to get into their handset. Patient reported they were charging the handset all day thus far, but it is unresponsive when the power button is pressed and held down and when giving it a quick press. Patient stated their husband has an android, and that they swapped the batteries. Patient stated husband's phone did not respond with patient' s battery in it, and patient's handset prompted reboot. Agent suggested patient put their own battery back in the handset. Patient tried again to access handset over the phone (after their own battery was in place), and was unsuccessful. Patient stated they needed to get into their handset because they think they turned their therapy off when going through security and can't remember if they turned it back on. As of this morning, patient reported feeling like they weren't "going to the bathroom right." Agent suggested having handset replaced. Patient asked if they could have a new charging cord as well because they thought the charging cord they have never fit quite right. Of note, patient made a comment that they had a "shock" when they had an MRI last month. They did not want to experience another shock when they were prompted to reboot at beginning of call. Patient did not experience any shocks while on the call. Agent did remind patient that their new handset would have to be reprogrammed by managing hcp after it arrived.